Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. Additionally, it was reported that the pump shut off unexpectedly. There was no reported impact to the customer¿s blood glucose. Reportedly, the pump was reset to resolve the reported issue.